Event description:
It was reported that " the registered nurse deflated the foley catheter balloon but she couldn't withdraw the catheter. After repeating the procedure several times, the paediatric resident and the paediatric resident succeeded to withdraw the catheter and they found that the balloon was still inflated." The patient's current condition is reported as "critical".at the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " the registered nurse deflated the foley catheter balloon but she couldn't withdraw the catheter. After repeating the procedure several times, the paediatric resident and the paediatric resident succeeded to withdraw the catheter and they found that the balloon was still inflated." The patient's current condition is reported as "critical".at the time of this report, the customer has not returned our requests for additional information.